Manufacturer narrative:
(B)(4). Siemens is conducting an analysis of the reported events. The investigation is on-going and a supplemental report will be submitted should further information become available.

Event description:
It was reported to siemens that while operating the somatom definition as system, the CT technician cut their finger on a sharp, chipped edge of the foot extender. There was no product malfunction of the system that has been identified. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens reviewed the findings that were available surrounding the event, and requested information regarding the health status of the injured CT tech at least twice, but no feedback has been provided. No product malfunction has been identified. This will be the initial and final report concerning this event as no further investigation will be conducted. Resubmission of initial report due to report code error.